Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) was isolated to a loose bus bar inside of the battery. The battery pca and cells were also contaminated. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.